Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that there was a white substance on all of the peripheral screws in a ykad261 tray. It appeared to be a fibrous material.

Event description:
It was reported that there was a white substance on all of the peripheral screws in a ykad261 tray. It appeared to be a fibrous material.

Manufacturer narrative:
Correction: d5 operator of device g1 manufacturing site for devices. The reported event was not confirmed since the device was not returned for evaluation and no other evidence were provided. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned and the lot number was not communicated. Indications of material manufacturing or design related problems were unable to be identified as the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the exact root cause of the complaint event. If device is returned or any further information is provided the investigation report will be reassessed.